Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). The specific date of the event was asked for, but not provided. On approximately (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 2.5 inr. Within a few minutes, a sample was collected from the patient and tested in a laboratory using the dade innovin test method, resulting as 1.8 inr. On (B)(6) 2018 at an unknown time, a sample from the patient was tested on the meter, resulting as 3.1 inr. Within a few minutes, a sample was collected from the patient and tested in a laboratory using the dade innovin test method, resulting as 2.6 inr. On (B)(6) 2018 at an unknown time, a sample from the patient was tested in a laboratory using the dade innovin test method, resulting as 3.0 inr. On (B)(6) 2018 at an unknown time, a sample from the patient was tested on the meter, resulting as 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment and could not remember if coumadin/warfarin dose had changed based on the meter result. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not used direct thrombin inhibitors. The patient has recently adjusted coumadin/warfarin medication. No other medication has been changed for the patient. The patient does not have any illnesses and no symptoms of high inr. The patient did not have any dietary changes. The patient did not have any special or unusual diet. The patient did not have any changes in normal vitamins and supplements preceding the event. The meter has not been cleaned and did not appear to be soiled. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr. Customer meter with masterlot strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.2 inr. Customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory.